Event description:
It was reported that customer's blood glucose got down to 48 mg/dl and his sensor glucose was reading higher at 135 mg/dl. Customer reported that he woke up the next morning and his sensor glucose was 177 mg/dl and the blood glucose was over 400 mg/dl. Customer's current blood glucose reading was 259 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.